Event description:
It was reported that this lead was explanted due to high thresholds. This lead was successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to high thresholds. This lead was successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported. Additional information was received, this patent stated that a magnetic resonance imaging (MRI) was cancelled after reviewing a chest x ray and noticing three leads. The patient stated that during the procedure the lead was not fully extracted as it was damaged while extracting. Technical services (ts) discussed that an abandoned portion of a lead would make the system non conditional. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to high thresholds. This lead was successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported. Additional information was received, this patent stated that a magnetic resonance imaging (MRI) was cancelled after reviewing a chest x ray and noticing three leads. The patient stated that during the procedure the lead was not fully extracted as it was damaged while extracting. Technical services (ts) discussed that an abandoned portion of a lead would make the system non conditional. No additional adverse patient effects were reported.